Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller states that the customer measured 400 mgl/dl at 8:30 am and after that she injected 7 units novorapid insulin. At 11:00 am her husband noticed that his wife was unresponsive. He called the emergency doctor. Emergency doctor came and measured with his meter (customer doesn´t know the name of the meter) 25 mg/dl and within 5 minutes he measured with her accuchek mobile at 89 mg/dl. Customer was treated with a glucose solution by emergency doctor. The customer was transported to the hospital and was admitted. The customer is feeling better. No adverse event reported due to the device. The manufacturer requested return of suspect product for evaluation.